Event description:
It was reported that none of the buttons were working on the customer's insulin pump. Customer stated that they have pressed the act button, but it has not responded. Customer's blood glucose level is 23.0 mmol/l. Customer has not treated yet. Customer put the pump on after a shower and found it had stopped responding. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.